Event description:
Boston scientific received information that a memory download was performed on this pacemaker and sent to boston scientific technical service to be analyzed. The physician wants to know what the current battery status is and the expected longevity. No adverse patient effects were reported. Although there is no direct allegation against this device, this account has had previous premature depletions and would like the analysis performed to ensure that it is not depleting prematurely as well.

Event description:
The device was later explanted and returned for laboratory analysis.

Manufacturer narrative:
Analysis of the memory download showed that the device had declared elective replacement near (ern) and indicated that it had less than one year remaining longevity. Based on the memory indications, the device had currently exceeded 80% of the predicted longevity. No hardware resets or memory corruption was found. It was also determined that based on the programmed parameters, this device is experiencing normal battery depletion, but declared ern earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. Analysis found that this device was operating close to a depletion curve so any slight changes in settings or outputs would potentially lead to a change in the remaining longevity estimated by the device. At this time, this device remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Correction: the explant date was listed as (B)(6) 2011 on the previously submitted MDR report. Currently, this device remains implanted and has not yet been explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device had never declared elective replacement time (ert) . The device functioned normally throughout testing. Laboratory analysis determined that this device was experiencing normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device was depleting normally but was reaching ert earlier than previously estimated.